Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) 2017 replaced the rotor seal and the stator face assembly for the injection valve which caused the syringe errors. Performed maintenance on sample syringe for secondary error of all zeros on chromatagrams. Recalibrated and ran controls. Results were verified by customer. The most probable cause of the reported event was a failure of the rotor seal for injection valve.

Event description:
On (B)(6) 2017, the customer reported 706 errors with their hlc-723g8 analyzer. Customer reported system is completely down. When trying to bring it back they are getting error 706 syringe-l message. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.